Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received and evaluated. The suction tube showed evidence of saline residue in it. Visual inspection under magnification showed device tip is in a used but as expected condition showing signs of activation. No obvious visual damage to the device handle, cable or plug. The device was taken to a lab, connected to a vapr vue generator and tested. When connected to a generator the device was recognized and the proper settings were available. Testing was done on the ablate and coag functions and the device functioned as intended. This testing procedure was repeated several times to confirm the continuity of function. This complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device and lot number u1802048, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the vapr electrode was not coagulating and would cut only intermittently. The device was changed out twice, in which the devices showed the same issue, before the surgery was completed with a fourth device. The affiliate did not report any patient harm. Additional information received by the affiliate reported a 10-15 minute surgical delay due to reported event